Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one x-port isp implantable port kit with the with various components including port and catheter and accessary were returned for sample evaluation. Along with return sample one photo was provided for review. Visual evaluations were performed. The complaint samples were noted to be clean. Reported introducer not received for the evaluation and functional testing was performed due unavailability of the sample. No anomalies were noted on photo review. Therefore, the investigation is inconclusive for the reported defective component issue as introducer does not return with received components for evaluation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the x-port isp m.r.I. During the procedure it was noted that the introducer was defective. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the x-port isp m.r.I. During the procedure it was noted that the introducer was defective. There was no reported patient injury.